Manufacturer narrative:
Device 7 of 11. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported 1 used wafer in box with starter hole off centered. Additionally, it was her opinion that she might have had more off centered wafers as she noted in january and february that she had decrease in wear time. Her usual wear time was 4-5 days. She was having to change every 1-2 days for several weeks. She estimated the quantity to be possibly 10 for off centered products. There was no harm reported by the end user. No photo is available at this time.